Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during preparation to treat an atrial fibrillation (a fib) had the dilator damaged, exactly on the tip, right before the device was unboxed. So, the sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The sheath was returned and went through sterilization with the dilator inserted. Damage at the dilator tip was noted prior to the removal of the dilator to proceed with further analysis. The functionality of the sheath was tested by turning the steering knob. It was able to deflect and hold deflection. The compatibility between the returned sheath and the dilator was tested by inserting the dilator into the sheath. No complications were noted, and the dilator was able to snap in the sheath. The dilator was examined under the microscope to closely inspect the damage. The dilator tip appeared to be pushed back, resulting in a non-smooth tip. Additionally, burrs and streaks were noted close to the dilator tip. The sheath's handle cap, valve cap, and hemostatic valves were removed to examine the valve hub under the microscope. Excess adhesive was noted on the inner rim of the shaft proximal end, suggesting that it potentially obstructed dilator insertion and caused the damage seen on the dilator tip. The inner diameter of the proximal end of the shaft and outer diameter of the dilator tip were measured and conforms within the design specification. Damage at the dilator tip was confirmed and potentially due to obstruction by excess adhesive on the shaft proximal end.

Event description:
It was reported that a faradrive steerable sheath during preparation to treat an atrial fibrillation (a fib) had the dilator damaged, exactly on the tip, right before the device was unboxed. So, the sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.